Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2015,product type lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that nothing had been done regarding the broken wire. The patient reported that insurance didn¿t believe in the product working for the patient, even though it had worked great for her for almost 4 years. The patient reported that the surgeon seemed to have ¿washed his hands of me and the problem.¿ no further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from the healthcare provider (hcp) 2017-05-19. The hcp reported that surgery was recommended to replace the broken lead. The hcp reported that surgery was denied by insurance 3 times and the final appeal was being attempted. The hcp reported that the cause of the broken lead was not determined. Additional information was received from the patient on 2017-05-24. The patient reported that the left side was out and didn't work. The patient reported that she needed to be reprogrammed. No further complications were reported.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for head/neck (non-malignant) and spinal pain. It was reported that one of the patient¿s wires was broken on the right side. There were issues with impedance found and reprogramming was tried and it was tried using the implant without that wire. An x-ray showed that the wire was broken in two pieces. The patient inquired about the warranty as her new insurance stated that research showed that the implant didn't work so it was not covered. It was noted that there were no trauma/falls reported that could have been related to the issue. The patient was to follow-up with a healthcare professional. The issue began in 2016, about a year prior to (B)(6) 2017.